Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be intact. During testing, the up arrow, ok and audio bolus buttons were found to be unresponsive to button presses; the down arrow and contrast buttons respond to presses appropriately. The keypad was removed and no evidence of contamination was found. There was moisture observed in the display. The pump powered on with no alarms. Further testing was not able to be performed due to unresponsive keypad buttons. Unrelated to the complaint, a crack observed in the pump case near top right corner of display. A leak test was performed and a leak was found at the crack in pump case. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the pump was worn swimming and afterward water was noted behind the display screen and the pump was rebooting and going to the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.